Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of failure to retrieve mitraclip nt system components, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Additionally, the mitraclip IFU instructs to grasp one of the free ends of the gripper line, confirm the line moves freely and slowly remove the line. It then proceeds to list the steps to remove the gripper line prior to the removal of the device. It is possible that removal of the clip delivery system (cds) prior to removal of the gripper line led to the stretched and broken gripper line. All available information was investigated and user error is associated with the removal of the cds prior to the removal of the gripper line. A definitive cause for the reported stretched and broken gripper line could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper line break, resulting in a piece of the gripper line being left in the anatomy. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue. The second clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. The cds was removed, but it was realized that the gripper line had not yet been removed. The gripper line was removed without resistance; however, after removal, the gripper line was stretched and a small portion of the gripper line had separated and remained secure in the clip. No attempts were made to remove the separated portion and the patient was confirmed to be stable. The mr was reduced to 1 with 2 implanted clips. No additional information was provided.